Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient came to the ER on (B)(6) 2021 with stabbing pain at the top of the ins. This pain was continuous and worse when touched (hyperalgesia). There was no infection. The ins will be changed in the future to a smaller ins. No action had been taken and the outcome was ongoing. Etiology was related to the device or therapy.